Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the nurse did the priming of the tubing differently, possibly by pushing the plunger of the syringe. Patient advised the nurse to perform it as per the procedure. The patient had tremors and was shaking more since pump rate changed, hence dose was adjusted accordingly. No further information available.